Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the product packaging damaged (clamshell containing harmonic cracked/broken). Sterility in question. No patient impact.

Manufacturer narrative:
(B)(4). Batch # p91d0n. Investigation summary: the analysis results found that the harh36 device was returned along with the tyvek, the blister was not returned for analysis. Upon visual inspection of the tyvek, it was observed that a piece of blister was broken and still adhered to the tyvek. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends.